Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the tip of the needle has fractured and the plastic tubing is bent secondary to this. Fracture analysis has been previously analyzed where bending overload has been identified as the mode of failure. The device had not been cycled. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: japan. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the needle device was fractured during use. Fortunately, nothing was retained by the patient. There was no patient harm as a result of the malfunction. There is no further information available.